Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was admitted on (B)(6) 2014. Customer's blood glucose level was 29 mg/dl. Customer was not in a vehicular accident. Customer was admitted due to low blood glucose levels. Customer took too much insulin with an afternoon meal. Customer stated that he bolused too much for his meal that day. Customer is currently wearing the device and has not had anymore instances since then. Customer was informed to contact the helpline if the low blood glucose event was unexplained for troubleshooting. No additional info provided.